Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was from 300mg/dl to mid 400mg/dl. Customer had been injecting insulin. Insulin pump will be returned for analysis.